Manufacturer narrative:
The insulin pump was received with no esc, act and down button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked on battery tube threads.

Event description:
The customer reported via phone call that there was a crack on the battery compartment. The customer also reported that the buttons were stiff. The customer's blood glucose was 138 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.